Manufacturer narrative:
Additional follow up with the customer indicated that the procedure was an abdominal normothermic regional perfusion to allow kidney, liver and pancreas transplantation. The balloon was inspected and tested before use; no issues were noticed. This fogarty catheter was introduced through the femoral artery and positioned into the abdominal aorta. The balloon was inflated with 25 cc of product contrast (telebrix). The fogarty stayed inflated about 90 minutes until the subject was on the operating room to have the organs explanted. When the patient was on the operating room, it was noticed that the balloon burst. There was no allegation of consequences for the organs, as the surgeon was able to clamp the aorta and explant the organs. According to the nurse, the balloon had a large hole, no explanation for what could have happened was provided. This procedure was confirmed to be standard.

Manufacturer narrative:
One 62080822f catheter was returned for examination. The reported event of balloon issue was confirmed. The balloon was ruptured near the distal winding. The edges of ruptured latex did not appear to match. Both balloon windings were intact. No other visible damage was observed from the catheter. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Although serious complications are uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The fogarty occlusion catheters are indicated for temporary vessel occlusion. Per the IFU: balloon rupture and catheter separation are the most frequent causes of failure for vascular catheters. The possibility of balloon rupture must be taken into account when considering the risks involved in any occlusion procedure. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume for each size catheter. Exposure to calcified plaque within the vessel may increase the possibility of balloon rupture. Lastly, the IFU recommends: use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. This case involved a maastricht iii organ harvesting procedure in which the balloon ruptured however, there was no allegation of consequences for the organs, as the surgeon was able to clamp the aorta and explant the organs. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that during a liver and kidney sampling procedure (maastricht 3 procedure) in a deceased patient and after injection of 25 ml of contrast product by radiopaque control, the balloon of this fogarty catheter perforated. The balloon had been checked before insertion successfully. In this case, ECMO was initiated after clamping the abdominal aorta in order to save the organ graft. A replacement device was not used. There was no allegation of patient injury reported. The device was available for evaluation.